Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk.

Event description:
It was reported that the reservoir is squirting out insulin during manual prime process. Customer was changing the infusion site. Customer changed the infusion set and reservoir. The blood glucose reading is 187 mg/dl. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.